Manufacturer narrative:
H6: investigation findings and investigation conclusion. H11: additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration." Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Host tissue/pannus overgrowth is considered a form of non-structural valve dysfunction. It can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Host tissue overgrowth is related to patient factors and is not an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including bicuspid aortic valve. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
H3: evaluation summary: customer report of calcification was confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray demonstrated heavy calcification on leaflet 2 and moderate on leaflet 3 and minimal on leaflet 1. Extrinsic calcific deposits were observed on the surfaces of leaflet 2 on the inflow aspect and on leaflet 2 and 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect and 1mm on leaflet 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 58-year-old patient with a valve model 11500a23 implanted in the aortic position underwent a valve explant surgery after an implant duration of three (3) years and nine (9) months due to calcification. Another bioprosthesis was implanted in replacement. The patient was noted as to be stable after procedure.